Manufacturer narrative:
Pending evaluation. This event report was received through clinical data collection activities. The case report indicates the case was resolved with revision surgery. Concomitant medical devices: (cn: 204-36-08, sn: not reported) stem extension 80l x16 mm; (cn: 208-23-15, sn: not reported) cc tibial insert sz 3, 15mm; (cn: 204-04-34, sn: not reported) trapezoid tibial tray sz 3f/4t; (cn: 208-06-03, sn: not reported) cc distal fem augment sz 3, 10mm; (cn: 204-34-08, sn: not reported) fluted stem extension 80l x 14 mm; (cn: 200-02-38, sn: not reported) three peg patella 38mm; (cn: 208-09-05, sn: not reported) cc stem ext adaptor 5 degree.

Event description:
Index surgery: (B)(6) 2014. Revision due to pain, edema, fever on total knee arthroplasty. The case report indicates that this event is possibly device and procedure.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported was likely the result of infection and pain. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. The reported infection occurred greater than 6 months after the index surgery. Therefore, neither the DHR nor the sterilization records were reviewed. 1. Acute infection in total knee arthroplasty: diagnosis and treatmentjuan carlos martínez- pastor,* francisco maculé-beneyto, and santiago suso-vergara. Open orthop j. 2013; 7: 197¿204.published online 2013 jun 14. Intractable pain is covered under total joint surgery risks section and superficial or deep infection is covered under general surgical risks section in the optetrak comprehensive knee system IFU 700-096-004 rev n. (D11) concomitant device(s): (cn: 204-36-08, sn: not reported) stem extension 80l x16 mm (cn: 208-23-15, sn: not reported) cc tibial insert sz 3, 15mm (cn: 204-04-34, sn: not reported) trapezoid tibial tray sz 3f/4t (cn: 208-06-03, sn: not reported) cc distal fem augment sz 3, 10mm (cn: 204-34-08, sn: not reported) fluted stem extension 80l x 14 mm (cn: 200-02-38, sn: not reported) three peg patella 38mm (cn: 208-09-05, sn: not reported) cc stem ext adaptor 5 degree.